Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address: (B)(6). H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. The technician provided very limited information to baxter about the device inspection. There was no simulated treatment; however, the negative pressure pump motor and ultrafiltration unit were proactively replaced as requested by the customer. The event could not be reproduced. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse ultrafiltration event occurred on an ak 96 machine. At the start of hemodialysis therapy, the patient¿s weight was 64.6kg. After approximately three hours of hemodialysis therapy, the patient experienced nasal congestion and abdominal distension. The patient requested to discontinue therapy to urinate. The patient¿s target weight post dialysis was set for 63.7kg; however, the patient¿s post dialysis weight was 69.8kg, which was a 5.2kg weight gain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.